Event description:
It was reported by dealer that the bolt, bushing and locknut is missing from the solara3g wheel chair causing the back to be uneven. The dealer stated the chair has a special back so the original thought was an issue with the back. The dealer visited the patient and discovered that a bolt nut and washer was missing from the reclining back hardware. The patient had been in hospital and just took delivery of the chair. The patient has had the chair about two weeks.